Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test and self test. No unexpected number scrolling anomalies noted. No frozen screen noted during test and time clock advances properly. However, device received with severe scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a button error and screen froze on during the prime. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.